Manufacturer narrative:
The reported event of premature discharge of battery and no pacing were not confirmed. The device was at elective replacement indicator (eri) battery voltage level upon receipts. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis performed, including inspection of header, connectors, and output verification indicated normal device characteristics without any anomalies that can contribute to pacing problem.

Event description:
During an in clinic follow up, it was noted the had reached elective replacement indicator (eri) and the device was no longer pacing. The patient had been experiencing fatigue. It was noted a year prior the estimated remaining longevity of the device was 2.7 years. The device was explanted and replaced to resolve the event. The patient was stable.